Event description:
It was reported that the tip of an asahi gladius mg 14 pv guide wire had deformed during preparation for a percutaneous peripheral intervention to treat an occlusion in the superficial femoral artery. Although deformation was noticed before use, the physician used the deformed guide wire. It further became distorted and the physician removed it from the patient. A new guide wire was replaced to resume the procedure. Plain old balloon angioplasty was performed to successfully reestablish blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date in. Returned to manufacturer. The gladius mg 14 pv guide wire was returned for evaluation. Three-dimensional deformation was confirmed on the returned guide wire for approximately 10mm from the tip. The fractured core was exposed at approximately 10mm from the tip. For observation, the outermost polymer jacket, outer coil, and inner coil were removed. The core was found fractured at approximately 7mm from the tip. Under scanning electron microscope (sem), the fracture end of the core was found bent and fracture surface was uneven and necked. These findings indicated that bending stress as well as tensile stress had caused the core to fracture. The outer coil remained intact. Measurement of the length of the core suggested that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that the deformed guide wire could be trapped in the lesion due to vessel tortuosity or conditions of the lesion. Further applied pushing maneuver in attempts to cross the lesion had likely generated bending stress, localized on the deformed tip, and made the core fracture. The fractured core circumstantially came out of the outer coil. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.